Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture. A dislodgement was confirmed with fluoroscopy. The physician did not discard the possibility of a lead conductor fracture and insulation damage. The patient underwent a surgical intervention the day after the initial implant to explant the lead and implant a similar product. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The conclusion code was selected based on analysis of the returned product. The failure to capture, insulation damage, and conductor fracture allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures, insulation damage or abnormalities. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture. A dislodgement was confirmed with fluoroscopy. The physician did not discard the possibility of a lead conductor fracture and insulation damage. The patient underwent a surgical intervention the day after the initial implant to explant the lead and implant a similar product. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture. A dislodgement was confirmed with fluoroscopy. The physician did not discard the possibility of a lead conductor fracture and insulation damage. The patient underwent a surgical intervention the day after the initial implant to explant the lead and implant a similar product. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: date of event corrected, report source changed to "foreign." The conclusion code was selected based on analysis of the returned product. The failure to capture, insulation damage, and conductor fracture allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures, insulation damage or abnormalities. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.